Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to erosion of the urethra. The patient presented with urinary leakage some years after having the device implanted. Two new 4.0cm cuffs were implanted. The patient is expected to make a full recovery.